Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Programming changes were made to the device and the patient will be seen in clinic for follow-up in three months. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker displayed the remaining longevity as less than .5 years. There was a concern the battery was depleting prematurely. Boston scientific technical services (ts) discussed device longevity and how it is calculated through the device and the programmer. Ts also discussed programming options that may improve the estimated longevity. No adverse patient effects were reported.